Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that their device stopped working about 10 days ago and they couldn't activate it with their programmer. Caller stated that when they try to use the programmer, they see a symbol with a doctor on it to call their doctor, but they can't get it to work. Caller added that they called their doctor but could only leave a message. Caller noted they have moved to another state and need to find a doctor there. Caller denied seeing any codes on the programmer along with the doctor symbol. The patient was redirected to their healthcare provider to further address the issue. Agent sent caller physician listings.